Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from his/her skin. Customer also reported self-treating with glucagon, however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  A tripped trend review was completed for the reported complaint and and the investigation concluded that there were no product nonconformances. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that the adc freestyle libre sensor detached from his/her skin. Customer also reported self-treating with glucagon, however no further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.